Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was not confirmed. A non-olympus lamp life meter was reading over 500+hours and the lamp life meter was expired. In addition, front panel mouth crack and a worn-out socket slider switch causing intermittent use of high intensity mode were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the evis exera iii xenon light source is leaking and mentioned that water comes from under the scope when it is plugged in. The customer placed a pan underneath for the water and continued to use the unit. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.